Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, brown particles in the shell, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified, sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Patient reported, right side rupture. The device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Corrected data: emdr-01672 g.3 was inadvertently left blank, the correct date for g.3 is 6/6/2021.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.